Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed an astral device was alarming when powered off. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed an astral device displayed an internal battery error message and was alarming when powered off. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported alarming when powered off. The investigation determined that the reported alarming when powered off was due to an isolated component failure within the device main circuit board (pcba). Review of the device data logs and performance testing also revealed an internal battery error message. The investigation determined that the internal battery error message was due to a battery manufacturing issue. Resmed's risk analysis this failure mode concludes that the risk is acceptable. For resmed reference #: (B)(4).